Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button on insulin pump hard to press. Customer's blood glucose level was unknown. Customer also stated that there was scratches on screen and it was hard to read. It was also reported that the insulin pump had rainbow effect in sunlight and also get battery failure with alkaline battery. The device will not be returned for analysis.